Manufacturer narrative:
The device has been received and an evaluation is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that two bio-absorbable anchors broke during insertion. This report is for the second event. Pieces of the anchor remain in the patient. No adverse consequences have been reported as a result of this event. This device is used for treatment.